Event description:
Lap cholecystectomy procedure. Surgeon was using the snowden-penscer wavy grasper to get a grip on the gall bladder. He went to ratchet the grasper and then heard a loud pop. The instrument was pulled from the trocar and the tip was missing. The camera holder located the tip. Tip was removed from abdomen using a laparoscopic specimen device. X-ray was performed to assure no other fragments remained.